Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation.

Event description:
User reported false negative result. Tested negative on alternative test hours later. No additional information regarding nature of alternative testing was provided.